Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that when the manufacturer turned the system on, they received a severe shock until the system could be turned off, then the shocking stopped. The patient had not turned the system back on since that experience. With respect to the ¿funny feeling,¿ the patient reported that their side began to hurt. The night before, they had charged the battery to a full charge. It took the charge fine. When they turned the system on to relieve the patient in their side the first time, the system said to call a doctor; the second time it said there was an error; and the third time the system said ¿aoe¿ call a doctor. The code was initially reported as an eos. That occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient and that patient who was implanted with a neurostimulator for intercostal neuralgia. It was reported that the device had reached end of service; however the patient had never noticed and elective replacement indicator. There was no allegation of dissatisfaction with the longevity of the implantable neurostimulator. The patient got up on the morning of the report and was ¿feeling funny.¿ he checked the implantable neurostimulator and noticed the end of service message. Additional information was received from the patient that reported that the implant had died on (B)(6) 2016, and when the patient turned the device on, on (B)(6) 2017, it shocked him.